Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The primary problem was the stripped interlock block which made it impossible to attach the plate clip with a snug fit. The cause of the problem was over tightening the screws from the plate clip to the interlock block by the customer. The interlock block was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D4: UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a bad float switch in the product. No patient injury reported.